Event description:
It was reported that there was a malfunction resulting in loss of suction during a case. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The suction regulator was replaced to resolve the issue. No patient identifier information provided to date after calls to customer on 10/07/2022 and 10/10/2022. Unique identifier: (B)(4). Legal manufacturer: (B)(4).